Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. The mcs tip cover accessory involved in this complaint was not returned. Failure analysis did not replicate or confirm the reported issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument passed an electrical continuity test. The instrument passed an energy delivery test. The instrument was found to have blade damage. Both blade edges were indented, which prevents the blades from closing. This failure is most commonly caused by mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Product and event verification: a review of the device logs for the monopolar curved scissors instrument (part# 470179-19 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the monopolar curved scissors instrument was last used on (B)(6) 2020 via system serial# (B)(4). There were 2 uses remaining after this last usage. Image/video review: no image or video clip for the reported event was submitted for review. The instrument has not yet been returned to isi for failure analysis investigation. A supplemental MDR will be submitted if additional information is obtained. The two instruments that reportedly sparked during use are being reported in records with patient identifiers (B)(6). This complaint is being reported because the monopolar curved scissors instrument reportedly sparked. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. There was insufficient product information available to determine the manufacture date.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, a monopolar instrument sparked. The customer reported that the electrical surgical unit (esu) was set to an effect of 5. The site replaced the instrument with another monopolar instrument that also sparked. The site changed the effect from 5 to 3 and continued the case with the second monopolar instrument. The intuitive surgical inc. (Isi) technical support engineer (tse) advised the site to not use the instruments that sparked and to RMA them for failure analysis. The procedure continued as planned with no reported injury. On 11-nov-2020, isi contacted the customer and additional information was obtained about the complaint: the sparking issues stopped after the esu effect was changed to 3. The two instruments that experienced the reported sparking issues were both monopolar curved scissors (mcs) instruments and both have been sent back for failure analysis. During the instrument inspection prior to use it was observed that one of the mcs tip cover accessories had a tear in it. The pin gauge test was used to inspect the cannula after the procedure in sterile reprocessing. The site was using an erbe esu during this procedure. The procedure was completed robotically and there were no photos/videos of the event for isi review. Further information obtained from the customer revealed that the reported mcs tip cover accessory tear was on the clear tip portion and that it was noticed after the reported sparking event occurred.